Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator reached eri and exhibited an inappropriate error message. Patient was already scheduled for device change and the device was explanted and replaced on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Correction:

Manufacturer narrative:
The reported field event of diagnostic anomaly was evaluated and the message observed is considered normal due to the device had passed eri. The battery depletion was normal based on the device usage.

Event description:
New information revealed that the patient was stable following the procedure.